Event description:
During the procedure it was discovered the 90 degree tip of the instrument had broken off. The surgical team searched the area, but since the tip measured .66mm they were unable to locate it, and could not discount the possibility that the tip may remain in the patient.

Manufacturer narrative:
While it remains unk as to when the tip broke or whether it remains in the patient, we are submitting this report because x-rays (intervention) were used to try to determine if the tip was in the patient and because of the clear importance FDA has placed on device fragments. Because of the small size, we still believe that such a fragment would be unlikely to cause death or serious injury if in fact it remains in the patient.